Event description:
It was reported that the patient came in today to be disconnected from his cadd pump. He reported that the cadd was beeping last night. The pump stated it needed batteries, (new batteries are placed each time before patient is connected to pump), patient reported he put new batteries in last night. He also reported tubing became disconnected for the onguard adaptor lock. He reconnected the tubing himself. Patient came in today with a residual volume of 17ml. Doctor notified and he was okay to disconnect the patient from the pump.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms (B)(4).